Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-nov-2017 with the following findings: there were unexplained pump reboot events observed in the black box. The battery compartment was found to be cracked. The returned battery cap had stripped threads and was unable to maintain a power connection. A test battery cap was able to attach to the pump and used to complete a 24 hour duration test.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; cracked battery compartment with moisture inside the battery compartment and intermittent power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.